Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultra2 meter is giving inaccurate high readings of ¿278 and 400 mg/dl¿ compared to feeling/normal reading. This complaint is classified according to the documentation of the customer care advocate. According to the patient, she took 16 units of insulin based on the alleged high reading of ¿278 mg/dl¿ obtained on the subject meter on (B)(6) 2014. Within 3 hours, the patient developed symptom of shaking and tested at ¿71 mg/dl¿ on the subject meter. She was able to take self-treatment with glucose tablets. The patient confirmed the test strips were within the discard date. The unit of measurement is set correctly. This complaint is being reported because the patient had symptom suggestive of hypoglycemia after she took insulin based on the alleged inaccurate lfs high reading. The lfs product was replaced and requested back for investigation.

Manufacturer narrative:
Follow-up # 1 ¿ ((B)(6) 2014): the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (03/18/2014), the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.